Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 12.7 mmol/l and 6.5 mmol/l on the aviva system. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.